Event description:
After impacting, the shell, the impactor flange (cat# 6302-7-025) would not release from the shell. In order to maintain cup position, the shell was removed and an alternate shell on hand was implanted.